Manufacturer narrative:
The autopulse platform was returned to zoll on 03 july 2017, for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As was reported the thermogard xp ivtm console (s/n: (B)(4)) displayed a tcmid: 05 error message prior to patient use. No further information was provided. There is no report of patient consequence as a result of the reported issue.

Manufacturer narrative:
The reported complaint of tcmid: 05 was confirmed during functional testing of the thermogard xp ivtm console (s/n: (B)(4)). The console's event log was retrieved and reviewed. The event log confirmed the error message on the reported event date. The root cause of the issue was due to a faulty temperature probe. The thermogard xp ivtm console is a reusable device and was manufactured in march 2011. Therefore, an issue with the temperature probe is characteristic of normal wear and tear for the life of the device. Additionally, unrelated to the complaint, a leak in the console's cold well was observed and a mid:4 error message was recorded in the event log. To ensure that the unit remains functional without issue, the cold well assembly and processor board assembly were replaced. A yearly preventative maintenance was performed. The console was found to function as intended and was within specification. Historical complaints were reviewed for information related to the reported complaint and there was no similar history of complaint reported for thermogard xp ivtm console with serial number (B)(4). The console passed all final testing criteria.